Event description:
The customer contact reported unrestricted flow. On an unspecified date, the secondary tubing set was to be used to deliver an unspecified volume of packed red blood cells (prbc). The customer contact reported that after the tubing set was primed, the secondary tubing was clamped using the slide clamp. It was reported that prior to connecting the secondary tubing set to an unspecified location on a primary tubing set; the slide clamp on the secondary tubing set came loose and approx 50ml of blood leaked. The secondary tubing set was cleaned and connected to the primary tubing set and the therapy was initiated. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.